Manufacturer narrative:
During the investigation the following was found: most probable root cause is a software version not up to date which shows this behavior. Unfortunately, the exact sequence of events cannot be reconstructed due to the software update at the customer site and the resulting deletion of the event log. Based on the available logs, it can be concluded that software version c02.03 was installed at the time of the incident. The error 322 is probably a consequence of the device restart with built-up cavity and thus pressure at the device outlet. With the new c03.16 software, this behavior has been optimized by prompting the user to close the shut-off valve if pressure is detected at the output when the system starts. The self-test only begins when there is no longer any pressure at the output. Why the cavity could not be built up after the pressure drop is unfortunately not clear from the remaining logs. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the operation on the patient, the endoflator failed 'error message. The operation was then no longer minimally invasive and had to be changed to an open surgery. As the operation was changed from minimally invasive to an open surgery a report is required.

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The item in question was returned to the manufacturer. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).